Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and guided the customer through the reset process. After the reset, the cgm error code did not appear again. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.